Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Button error alarm due to flattened act button dome switch. No frozen screen or blank display anomaly noted.

Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. Reviewed the alarm history and found a button error alarm. Instructed the customer to change the battery, but the display still was frozen. The customer's blood glucose reading was 130mg/dl. Advised the caller revert to back up plan. No further information was provided.